Event description:
A customer contacted baxter's technical service center regarding a check your position alarm that appeared on the homechoice display during fill 1. During troubleshooting, the home patient's (hp) caregiver (cg) revealed that there were large gaps of air in the tubing. The technical service representative (tsr) recommended that the cg end therapy and start over with new supplies. The tsr then walked the cg through ending therapy early procedure. The cg ended therapy and would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up phone call by product surveillance to the home patient (hp) regarding the alarm, it was revealed that the issue was resolved by starting over using new supplies, but he did not know the cause of the air in line. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a check your position alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The caregiver stated that there were large air gaps in the patient line. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.